Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for evaluation. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR report: 1627487-2019-04990. Additional information received identified one of the scs lead connections was no longer connected. Surgical intervention to reconnect the lead to the ipg was taken and the issue was resolved.